Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens was inserted into the cartridge. Unfortunately, during the attempt to implant it, the lens would not come out of the injector. A second attempt was made, but it was also unsuccessful. A new lens was then placed into the same cartridge, and this one was successfully implanted into the eye. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).